Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 249 mg/dl and other blood glucose value were 250 mg/dl and 489 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer also reported insulin flow block alarm and had not tried all remedies. The customer was treated with manual shots. Customer was not using auto mode feature. Customer does not allege that insulin pump was under delivering. The insulin pump will be returned for analysis.